Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy procedure in (B)(6) 2012. During the procedure, the device was skipping and it would intermittently spin. No additional information was provided.